Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported they performed an MRI on the patient and when they were done with the scan the patient told them that they have a device and they felt a couple of small shocks during the scan but they didn't want to interrupt the test so they didn't say anything. The caller stated they were scanning the breast. It was noted the MRI of the breast was unrelated to the device. It was believed the ins was on during the scan and the patient didn't describe what they felt shocking. No further complications were reported as a result of this event.